Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and was able to duplicate the reported issue. Physio then replaced the main keypad assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device shock button would not respond when pressed. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed main keypad assembly and observed worn contact surface on the shock button. This caused intermittent recognition when attempting to shock. Physio cleaned the contact surface and normal function was restored.

Event description:
The customer contacted physio-control to report that their device shock button would not respond when pressed. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.